Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect codes. Additional information was requested and the following was obtained: after investigation, the patient (male, specific age unknown) underwent removal of internal fixation device for right acromioclavicular joint fracture in (B)(6) on (B)(6) 2021. The operator used absorbable suture manufactured by our company (sxpp1a405) for subcutaneous tissue suture in a continuous suture manner (the skin tissue suture method and the product used were unknown) during surgery. The operator reported that the intraoperative suture was smooth.the patient had incision swelling and exudation without obvious inducement after the operation (the specific event occurred on an unknown date). After examination, the doctor gave the incision dressing change and other symptomatic treatment (the specific treatment method was unknown). The symptoms were not significantly improved. On october 22, the patient's surgical incision infection symptoms were aggravated, accompanied by suture discharge and incision secretion at the incision suture. The doctor considered the patient's incision infection, and cut off the incision suture to discharge the suture. The incision was debrided and disinfected and treated with antibiotics (the drug name, dose, frequency, cycle and other specific medication information were unknown). Then the incision infection was not improved. Therefore, on november 2, 2021, the non-absorbable suture was removed from the subcutaneous tissue of the incision and replaced with a new suture (the specific product name and model were unknown) for secondary suture. The doctor cultured the residual absorbable suture in the removed patient's body for bacterial culture. The culture results showed that the bacteria were related to the absorbable surgical suture. The hospital feedback considered that the bacteria were related to the absorbable surgical suture.the patient was in a stable condition and no further adverse events were reported. According to the event information obtained currently, the patient showed incision swelling and exudation without obvious inducement after the surgery (the specific event occurred on an unknown date), this is estimated as september 1, 2021, and it is indicated. Lot qrmjps for the stratafix suture is invalid. Please provide the correct lot number if available. Unknown if in your possession, may we have a copy of your operative report? We don¿t have any report. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿the operator reported that the intraoperative suture was smooth¿? Was there a problem with the barbs on the stratafix suture? If yes, was this issue related to the infection? Please explain. Was the ¿smooth¿ suture used anyway? Did the barbs hold in the tissue? Corrected information: b3

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/9/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what is meant by ¿the operator reported that the intraoperative suture was smooth¿? After confirmation, it was a typing error, "smooth "here means the operation went well. Was there a problem with the barbs on the stratafix suture? If yes, was this issue related to the infection? Please explain. No obvious problem observed on barbs. It's not clear what caused the infection, which needs to be investigated. Was the ¿smooth¿ suture used anyway? No, no problem was reported on the appearance of suture. The barb is on the suture. Did the barbs hold in the tissue? Yes.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4) summary: after visual inspection of the images received to ethicon inc for evaluation. A wound with inflammation was observed. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. The batch number qrmjps provided is invalid. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot qrmjps for the stratafix suture is invalid. Please provide the correct lot number if available. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 ug/m. Events were submitted via 2210968-2021-11903 and 2210968-2021-11905

Event description:
It was reported that the patient underwent a removal of the fracture internal fixation device on right acromioclavicular joint on (B)(6) 2021 and the barbed suture was used. The patient experienced post-op infection accompanied by exudation of pus and the suture out of the skin. It was reported also that on (B)(6) 2021, it removed the suture out of the skin infection aggravated. The second surgery on (B)(6) 2021 was handled by a professional physician and the residual suture was cultured. Additional information has been requested.